Manufacturer narrative:
(B) (4).

Event description:
The patient's device had the "call your doctor" icon as well as a power on reset (por). The patient was unable to adjust stimulation. The patient was redirected to her physician. Additional information from the patient's physician was requested.